Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-23085. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on one of the leads, and x-rays were unremarkable for lead migration. To address the issue, the physician explanted and replaced one of the patient¿s leads on (B)(6) 2020, which resolved the issue. Note: it is unknown which lead serial number/lot number was explanted, therefore both leads are being reported.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead was high impedance due to the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.